Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code for "battery failed". It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer calling to confirm that internal battery is the battery on the side of device under the blue side cover. The rse confirmed that is the internal battery. The customer states he will replace battery and perform testing. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.